Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: april 2, 2022- april 3, 2022. H10: the actual device and a photograph of the sample were received for evaluation. The actual sample was partially filled with a liquid solution. A visual inspection of the actual sample was performed with the naked eye and with magnification and no particulate matter could be observed in the fluid path. Additionally, the fill port cap was removed and no issue was observed with the connector or cap areas. A visual inspection of the photograph observed a white particle matter possibly of acrylonitrile butadiene styrene consistent with fill port material which appeared in the fluid path in the photo image. Therefore, the reported condition was verified in the photograph only and not on the actual sample. The cause of the condition could not be determined; however, possible causes of particulate matter based on the photo images include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.